Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Pt had successful implant of a bifurcated device, two proximal cuffs, and a limb extension in early 2008. During a follow up visit, a distal type I endoleak was detected, the aneurysm had extended distally into the left iliac. On approx one and a half months later, the pt was brought in to treat the endoleak with an add'l limb extension. There was good seal at the end of the procedure.